Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an insulin syringe. The customer reports there was a needle stick to a nurse. The customer reported the nurse administered the medication, she then pulled up on the safety shield, and when she moved it to the other hand, it retracted. Add'l f/u with the customer was conducted and the safety shield activation method was clarified. When the safety shield is extended forward, it is not in the final lock position. In order to lock the shield, it must be twisted to its final lock position in either direction and a click will be heard. The nurse followed employee exposure protocol. The customer further reported that there are no samples available for eval as the product was disposed of.